Manufacturer narrative:
A visual examination of the device found that the device was returned with a stent entangled in the balloon. One blade was completely detached from the balloon and was entangled in the stent. There was a hole noted in the balloon where the blade was detached. No part of the balloon material or blades were missing. All other blades remained fully bonded to the balloon surface. In addition, the hypotube shaft was kinked in various locations along its length. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device (B)(4) relates to component (B)(4). (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01712. It was reported that during a peripheral transluminal angioplasty procedure removal difficulties occurred. A 3.0x32mm taxus liberte stent was previously placed in the peroneal trunk to the ata (anterior tibial artery) in (B)(6) 2011. Two other taxus liberte stents were placed in a t-shape on an unknown date. A 6f 90cm introducer sheath was advanced into the popliteal artery. The target lesion was 90% stenosed and located in the moderately tortuous anterior tibial artery. A guide wire was advanced distal to the ata. The 2.5mmx1.5cm spcb flextome cutting balloon was advanced and inflated several times. The physician attempted to withdraw the device; however, the balloon was stuck on the 3.0x32mm taxus liberte stent at the ostium of the ata and peroneal trunk. The physician attempted to inflate the balloon and the balloon ruptured. The device was able to be removed, but the 3.0x32mm taxus liberte stent was also removed. Angiography confirmed no damage where the balloon rupture and stent removal occurred. No portion of the device remained in the patient's body. No further patient complications occurred. The patient's condition was reported as good.

Event description:
Same case as MFR report #: 2134265-2011-01712. It was reported that during a peripheral transluminal angioplasty procedure removal difficulties occurred. A 3.0x32mm taxus liberte stent was previously placed in the peroneal trunk to the ata (anterior tibial artery) in (B)(6) 2011. Two other taxus liberte stents were placed in a t-shape on an unknown date. A 6f 90cm introducer sheath was advanced into the popliteal artery. The target lesion was 90% stenosed and located in the moderately tortuous anterior tibial artery. A guide wire was advanced distal to the ata. The 2.5mmx1.5cm spcb flextome cutting balloon was advanced and inflated several times. The physician attempted to withdraw the device however, the balloon was stuck on the 3.0x32mm taxus liberte stent at the ostium of the ata and peroneal trunk. The physician attempted to inflate the balloon and the balloon ruptured. The device was able to be removed, but the 3.0x32mm taxus liberte stent was also removed. Angiography confirmed no damage where the balloon rupture and stent removal occurred. No portion of the device remained in the patient's body. No further patient complications occurred. The patient's condition was reported as good.